Event description:
This is a male with hemispheric subdural hematoma on a ventilator. He had norepinephrine 32 mcg/ml infusin on a baxter as50 syringe pump at 0.15 mcg/hr to maintain blood pressure. A new order was written to increase the concentration to 64 mcg/ml and infuse at the same dosage. When the new bag of norepinephrine was hung, the child did not respond to the medication. He became hypotensive and required resuscitation. The patient remains on a ventilator with neuro assessment unchanged after event.